Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 13 an ocd field engineer (fe) arrived at the customer site and performed all the reader camera adjustments and generated a new reference image. The fe cleaned the camera optics. Repairs have returned this instrument to expected operation. (B)(4).